Manufacturer narrative:
A visual examination confirms ceramic tip is broken. The portion of ceramic tip recessed into tube is still securely adhered to tube indicating the failure is not the result of assembly process failure. Therefore, the failure mode is a structural failure of the ceramic tip. The age of the instrument, built in may 1999 and the date it failed, reported in september 2004, suggests that the instrument has seen repeated use. This indicates the instrument was intact structurally for its initial use and not shipped to the customer damaged. Based on these factors, we can state with confidence that the incident was likely not caused by a device failure, but rather some external forces, and/or actions.

Event description:
Tip cracked during operation/procedure.